Event description:
My type 1 diabetic son is using the dexcom g7 to monitor his glucose levels. We have had about 7 failed devices in the last 4 months. Dexcom has replaced them all but even the replacements are failing. For about 12 hours between (B)(6) 2025 his dexcom g7 showed "low" we checked 6 different times with glucose meter, and he was not low he was actually between 180 and 215. We tried calibrations many times and they would not go through. This is ongoing problem with the g7 models. I want to put my son on a pump, but I can't do that because the sensors are so unreliable that it would give his pump wrong information which could kill him. Reference reports: mw5169599, mw5169600, mw5169601, mw5169602, mw5169604, mw5169605.